Event description:
It was reported that during routine follow up, the presenting electrogram (egm) for this left ventricular (lv) lead appeared to be showing both atrial and ventricular signals. The percentage of biventricular pacing had decreased as well as the lead impedance and sensing measurements. Reportedly, the patient attended the clinic for evaluation and the lv was found to not be capturing in any configuration. Subsequently, a chest x-ray revealed the lv lead was dislodged. At this time, the lv lead remains in service. Reportedly, the plan is to reposition the lead, however, there is not yet information available regarding a scheduled intervention for the lv lead. No adverse patient effects. The lv lead serial number provided by the account seems to not be valid. Clarification was requested and it seems the serial number may have been entered incorrectly into the clinic's system records, therefore, the serial number is still unknown at this time. In addition, there is not yet information available regarding a lead revision performed or being scheduled. Evidence suggests the lv lead remains in service at this time. No adverse patient effects. Additional information received provides clarification of the correct lv lead model/serial number. In addition, the lv lead was replaced in a surgical intervention. The lead was explanted, however, it appears the lead was disposed at the explanting facility, therefore, it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow up, the presenting electrogram (egm) for this left ventricular (lv) lead appeared to be showing both atrial and ventricular signals. The percentage of biventricular pacing had decreased as well as the lead impedance and sensing measurements. Reportedly, the patient attended the clinic for evaluation and the lv was found to not be capturing in any configuration. Subsequently, a chest x-ray revealed the lv lead was dislodged. At this time, the lv lead remains in service. Reportedly, the plan is to reposition the lead, however, there is not yet information available regarding a scheduled intervention for the lv lead. No adverse patient effects. The lv lead serial number provided by the account seems to not be valid. Clarification was requested and it seems the serial number may have been entered incorrectly into the clinic's system records, therefore, the serial number is still unknown at this time. In addition, there is not yet information available regarding a lead revision performed or being scheduled. Evidence suggests the lv lead remains in service at this time. No adverse patient effects.